Event description:
It was reported that there was "leakage due to a hole in the catheter." A new extension was applied after cutting the damaged part of the catheter off.

Manufacturer narrative:
One venous split stream extension assembly with a 1.8cm section of lumen was returned for evaluation. A visual examination of the device revealed a crack 0.3cm from the base of the collar. The lumen shows signs of stress from long term bending around the break area. The lumen was measured. All measurements were within the dimensional specifications. Without the lot number of the device involved, we cannot review the mfg records. We are unable to determine the exact cause of this event however, indicators show that strain from repeated or long term bending may have been a contributing factor.